Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the screen flickers. Reseated display connections, inspected liquid-crystal display (lcd), inverter and interpose boards to include the interpose transformer and no anomalies were found. Cleaned and reseated the xy printed circuit board (pcb)/overlay cable/connector and calibrated the stylus/overlay. Inspected nylon standoff between link electronic module (lem) and micro processor unit (mpu)-no anomalies found. Media bay door latch was broken, inspected circuit boards and mechanical parts. Sensor 7 failed at final test and the power supply was replaced and retested. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen flickered. The programmer was returned for service. The programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Correction: event date; return date: 24apr2020. If information is provided in the future, a supplemental report will be issued.